Event description:
Adverse event(s): "significant wound burn." (Burn, corneal) product problem(s): "no reported device problem." (No known device problem). Local medical safety specialist reported that a wound burn occurred during cataract surgery, before cracking. The nucleus was hard and surgeon was using 100% us. The surgeon was working under microscope and the incision site was not in the microscope's field of vision, so surgeon did not see the cornea becoming whitish. The wound burn was about 2mm by 2 and affected two-thirds of the scleral tunnel incision. The clinical consequences were: significant astigmatism, incision was not tight, tissues were retracted and descemet's membrane folded. No sample is available.

Manufacturer narrative:
The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).